Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, and high sensing integrity counter (sic) numbers. Additionally it was noted that oversensing was observed on some stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.